Event description:
For CT scan, IV in left hand, extravasation of contrast media (isovue 370) during injection via the med rad power injector. Hand swollen, skin taut and discolored. Transferred to another facility for hand surgery consult. Medical treatment and wound care necessary.